Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. When the main unit log was analyzed at the u.s. Manufacturing plant, it was confirmed that the alarm record was due to the fact that the user's button confirmation operation was not completed when the battery was removed and reinstalled. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Further action is required at this time. If additional information is received the complaint file will be reopened.